Event description:
It was reported that during implant in the right ventricle, the lead helix required around twenty-five rotations to deploy. The lead was moved multiple times and each time the lead required approximately twenty-five rotations to deploy. The lead was eventually implanted and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.